Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Arthritis, joint fluid aspiration [joint effusion], swelling (knee) [joint swelling]. Case description: spontaneous report was received on (B)(6)-2011 from an hcp regarding a (B)(6) male pt, initials h-m, who experienced arthritis, knee joint swelling and knee joint effusion after starting synvisc. The pt's medical history is significant for gonarthrosis. On (B)(6)-2011, the pt received his first injection of synvisc (location not provided). On (B)(6)-2011, the pt received his second injection of synvisc (location not provided). On (B)(6)-2011, the pt received his third injection of synvisc (location not provided). On (B)(6)-2011, the pt received suvenyl (hyaluronic acid, 2.5ml). On (B)(6)-2011, joint fluid was aspired (12cc) and the pt received suvenyl (hyaluronic acid, 2.5 ml). On (B)(6)-2011, the pt again received suvenyl (hyaluronic acid, 2.5 ml). On (B)(6)-2011, the pt received his fourth injection of synvisc (location not provided). On (B)(6)-2011, the pt developed arthritis (location not provided) and visited a hospital, where he had 30cc of joint fluid aspired. On (B)(6)-2011, the pt visited another hospital, where it was confirmed that the event of arthritis had alleviated, but the pt continued have experience knee swelling. The hcp reported that the synvisc injections administered were clinical samples. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered. Add'l info was received on (B)(6)-2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Add'l info was received on (B)(6)-2011 from the hcp. The hcp updated the pt's medical history to include a meniscus injury and to specify that the pt's gonarthrosis is in the left knee and is severe and kellgren & lawrence grade IV with pain, swelling, limited range of motion in knee joint, cleavage narrowing and osteophytes. The pt also has a history of suvenyl treatment. The hcp reported that the pt received his first injection of synvisc on (B)(6)-2011 in his left knee, and not on (B)(6)-2011 as was previously reported. Sterile gloves were used. Joint fluid was not aspired prior to the injection. The injection site was sterilized with iodine and the needle was inserted into the external suprapatellar pouch. The hcp confirmed that the pt received his second and third injections in his left knee on (B)(6)-2011. On (B)(6)-2011, the pt received his fourth injection into his left knee. Following that injection, the pt developed fluid retention and swelling. On 19-jul-2011, the pt had joint fluid (B)(6)-2011 aspired and then received suvenyl (hyaluronic acid, 2.5ml). On (B)(6)-2011, the pt received suvenyl (hyaluronic acid, 2.5ml). On (B)(6)-2011, the pt received his fifth injection of synvisc in his left knee. Prior to that injection, the pt had no infection generally or complications regarding diabetes mellitus, which easily induces infection. The pt also had no skin disease, infection or inflammation around the injected knee. On (B)(6)-2011, the pt developed arthritis in the whole area of the left knee. The hcp reported that the synvisc injections administered were clinical samples. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered.